Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ secondary set (c62) obstructed the flow while priming with saline during use. The following information was provided by the initial reporter: "c62 obstructed flow. During priming with saline, the pharmacist noticed that the c62 does not flow properly."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/9/2020. H.6. Investigation: one sample was provided to our quality team for investigation. Upon visually inspecting the sample that was received, the tubing was observed to be kinked where the clamp is placed. Functional evaluations were conducted, priming the set with saline, no issues were identified and no flow obstruction occurred despite the kink that was observed. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12067. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction, product was manufactured according to specifications. Based on our investigation, given that we did not observe any flow issues with the sample that was evaluated, we cannot identify a definitive root cause related to the reported issue at this time.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) obstructed the flow while priming with saline during use. The following information was provided by the initial reporter: "c62 obstructed flow. During priming with saline, the pharmacist noticed that the c62 does not flow properly."